Manufacturer narrative:
(B)(4). This is the final report submitted regarding this surgical event and medical device.

Event description:
First total ankle arthroplasty performed (B)(6) 2013. Patient had some pain in right ankle. After x-ray & CT, dr. (B)(6) found that the tibial implant was loose. He then went to surgery removed the tibial implant size 2 & tibial insert size 1 thickness 8 mm. Replaced with tibial implant size 2 & tibial insert size 1 thickness 13mm for more stability.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. Not returned to manufacturer.

Event description:
First total ankle arthroplasty performed (B)(6) 2013. Patient had some pain in right ankle. After x-ray and CT, dr. (B)(6) found that the tibial implant was loose. He then went to surgery removed the tibial implant size 2 and tibial insert size 1 thickness 8 mm. Replaced with tibial implant size 2 and tibial insert size 1 thickness 13mm for more stability.